Event description:
It was reported that the patient underwent a cervical procedure in 2008. An interbody device was implanted. Approximately four months post op the implant level subsided. It was revealed from the x-ray that the screw of the device backed out. The patient reportedly was asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device remains implanted, product return is not possible. The post op x-rays were reviewed. C4/5 peek device is noted above previous acdf with plate at c5/7. The fusion is solid at c5/7. Locking bar of the peek device for inferior screw has broken and screw backed out several threads. Positioning of device is substandard as endplates were not made parallel before insertion and device may be slightly oversized. This leaves lower screw with poor purchase in bone from outset.